Event description:
It was reported that a male pt underwent a revision surgery due to the cable fracturing 3 months post op.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.